Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion within the last month during bolus delivery. Customer did not call in at the time of the reported issue, therefore no troubleshooting was performed. Customer had elevated blood glucose levels (approximately 300 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.